Event description:
It was reported that pump repeatedly displayed cartridge change errors that had been occurring for about a week and continued during the call, and customer¿s mother stated that multiple cartridges had been used without resolving the issue. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, inspected cartridge o-ring and pump area for damage or debris, cleaned pneumatic tap area, attempted to reload cartridge several times, and tried a new cartridge, but was still unable to complete loading. Customer reverted to manual injections for insulin therapy.